Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. During follow up with tandem technical support on (B)(6) 2016, tandem technical support did not identify a fill estimate issue. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level.